Event description:
The customer reported that they received a c02 check exhaust message. They could not clear the message and the device was not able to provide any co2 readings. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.